Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that they were receiving no therapeutic benefit. Caller stated they were recently implanted with the interstim x but they were not feeling stimulation and the therapy was not helping with their symptoms. Agent could not trouble shoot as the handset is locked. Caller mentioned they were groggy after the implant surgery. Caller stated they were given a handset but it has a password on it and they can not open it. Caller stated they even tried doing a hard reset on the handset and still it is requiring a password. Caller stated they did not set the password, they just got home from the hospital. Agent reviewed we will reach out to the manufacturing representative to determine next steps. Additional information was received from the patient on 2024-feb-09. They called back stating they had an appointment with the manufacturing representative (rep) to resolve their handset issue however there was a mix up with the appointment time and it never happened. Patient (pt) said their mother tried to speak with the rep about it and the interaction did not go well, they still did not have a working handset and if the reps were sending one, nothing had arrived. Patient services worked with pt to try and power up their handset and try to use it but it required a pin, wifi was off and could not be turned on, it was not connected to pt's home internet, pt could not navigate to any other screens. Reviewed we will send a replacement and redirected to their doctor for further support. Reopened the case, sent email to repair to replace the device. Pt repeated information already documented about therapy effect and their health condition. Pt said their current ins, was too high in the beginning and they could feel their leg jerking when lying in bed so they used a very large magnet from their first stimulator and to turn their therapy off and therapy is now off. Pt said they have to cath now and got an infection, it was so bad they probably have to call and get antibiotics.